Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered an inappropriate shock for a rhythm that appeared to be supraventricular tachycardia (svt). The device was programmed with a single ventricular fibrillation (vf) zone so a ventricular tachycardia (vt) zone was added, along with detection enhancements. Later, the patient received another two inappropriate shocks and returned for an evaluation. Electrograms show that the device was now undersensing the rhythm, leading to unnecessary pacing.